Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have had injected a patient very superficially in the glabellar area, for the indented frown line on the patient¿s left side, with 0.1 ml of juvéderm® volbella¿ with lidocaine. The patient was pre-treated with a numbing agent. The patient was fine post treatment. 12 hours post treatment, on the same day, the patient complained of severe headache on the glabella and forehead, which did not subside with pain killer. The patient could not report to the clinic until 72 hours post procedure. As per the protocol, the patient was injected with 300 units of hyalase®, started on wysolone 10 mg (3 tablets) and ciplox 500 mg twice a day for 5 days. After an hour, another 150 units of hyalase® was injected. Hot fomentation was performed too. The protocol was re-conveyed to a physician and 2 sessions of 500 iu hyalase® each were injected on the patient¿s glabella and forehead. The treatment was further described as hyalase® ID, sc, and supra periosteally ¿ 1000 iu total and ¿topical and oral antibiotics¿. The treatment was provided to hasten resolution and prevent permanent damage. The event was reported as not product related. However, no causality for the event was provided. The symptoms resolved 4 days after the date of onset.